Event description:
85 minutes into treatment, pt experienced shaking chills, nausea, stiff neck and increased temperature. Maximum temp was 99.2. Pre treatment temp was 97.6. Pt's blood was returned and treatment discontinued. Medicated w/vancomycin, gmiv and blood cultures were drawn. These cultures were negative as of 7/20/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.